Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient's pump was getting a blank screen then the verification screen would come up. The reporter confirmed that the patient was able to go in and removed the battery and restart the pump and it would work. The reporter was unable to confirm if there was damage to the battery compartment or cap. The reporter indicated that the battery cap was never changed. Customer support advised the reporter on the suggestion to replace the battery cap every 6 months per the pump instructions for use. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with a stripped battery cap which was not able to fully tighten to the pump; the battery cap was found to be easily detached from the pump causing power loss. There was no damage observed to the battery compartment. A new test cap was inserted and the pump was exercised for 24 hours without power issues. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the keypad was observed to be torn at the ok button; all keypad buttons were responding appropriately and no button contact defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.